Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that catheter dislodgement was found after the turp procedure. The user found the balloon was allegedly damaged; however, there were no missing pieces on the balloon.

Manufacturer narrative:
Received only catheter. The reported event was confirmed; however, the root cause is unknown. The visual inspection noted an irregular balloon burst. No pieces of the sac were missing. The functional evaluation was conducted as follows: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The dimensional results are as follows: eye snip length: 2/32¿; inflation lumen coverage: 12 thou; balloon thickness: 2 thou; burst initiated from bottom collar of sac: 1cm. The tactile evaluation results are as follows: balloon thickness measures 28 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] method for use: do not reuse; do not resterilize; be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]; do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodgement was found after the transurethral resection of the prostate (turp) procedure. The user found that the balloon was allegedly damaged; however, there were no missing pieces reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that catheter dislodgement was found after the turp procedure. The user found the balloon was allegedly damaged; however, there were no missing pieces on the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that catheter dislodgement was found after the transurethral resection of the prostate (turp) procedure. The user found the balloon was allegedly damaged; however, there were no missing pieces on the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that catheter dislodgement was found after the transurethral resection of the prostate (turp) procedure. The user found the balloon was allegedly damaged; however, there were no missing pieces on the balloon.